Event description:
Complainant alleged that during functional testing, the device was intermittently unable to detect the attached electrodes. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.